Event description:
It was reported that bd alaris smartsite extension set was damaged the following information was received by the initial reporter with the following verbatim. Smartsite extension: lot (10) 24075031- hole was noted in the side of the plastic tubing. I have attached a photo, although it is hard to see.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: one photo was received and analyzed by our quality team with the customer's complaint of hole in tubing. The photo is not very clear and without further information or the physical sample for investigation the complaint cannot be verified and the root cause cannot be determined. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Photo.